Event description:
It was reported that the ilet pump touchscreen was unresponsive and could not be unlocked, and guided restarts via the ilet mobile app did not resolve the issue, leading to a replacement being arranged for the device with serial number (B)(6). Symptoms included no reported adverse clinical effects. Outcomes included continued therapy management guidance, data synchronization via the mobile app before return, and instruction to shut down the device to avoid alerts, with notice that data would not transfer to the replacement and that the user could continue cgm monitoring with the dexcom app or receiver. Investigation included remote troubleshooting and user guidance to perform multiple restarts and device shutdown. Investigation of this case revealed a persistent user interface malfunction consistent with a nonresponsive touchscreen on the pump assembly that did not recover after power cycles. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen component with undetermined specific mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.